Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, an opening on radius, and fold creases. A microscopic analysis was performed which identified: a sharp crease opening on radius. Based on the device analysis the final assessment is: an opening on radius due to a sharp crease assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.